Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and stated that no additional information was available for the two affected samples. The customer noted the quality control (qc) was acceptable, and the calibration was valid during sample processing. Siemens is investigating the event.

Event description:
The customer obtained discordant enzymatic creatinine (ecrea) results for two patients on a dimension vista 1500 system and did not report the results to the physician(s). The customer noted the initial results did not match the clinical picture and used the same samples to perform repeat testing on an alternate dimension vista. The customer did not provide repeat result data. The repeat results reported to the physician(s) are unknown. There are no reports of patient intervention or adverse health consequences due to the discordant ecrea results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00120 on 04-apr-2023. Additional information (11-apr-2023): siemens noted that quality control (qc) was in range and reviewed system files for sample ids (B)(6) and (B)(6). Siemens observed the dimension vista 1500 system and reagents performed acceptably. Repeat results were higher upon repeat testing on alternate dimension vista, and there were no reagent delivery or foaming issues. A siemens cse (customer service engineer) performed troubleshooting and maintenance, which included running mixer diagnostic tests on servers and replacing the sample 3 (s3) mixer. Siemens noted that there were no issues with other patient samples. The cause of discordant (low) ecrea results for two patients is unknown, and siemens cannot rule out contributing factors such as sample integrity and preanalytical variables. The system is operating as specified. No further evaluation was required. Section h6 (type of investigation, investigation findings, and investigation conclusions) was updated to reflect the additional information.